Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: vent started at 6pm ((B)(6) 2024) and ran until 2am ((B)(6) 2024) with no issue at 30% oxygen, then around 3am ((B)(6) 2024) patient oxygen levels dropped, the patient then got bagged once o2 levels raised they then switched the patient back to the vent and it dropped down again. They removed oxygen supply from wall and swapped to cylinder patients o2 levels increased again. They then swapped the vent out with a completely new vent and put back into 30% o2 from wall supply and patient was fine. (Estates have tested the oxygen port and have said there is no issue with it). Vent settings were as follows: apv simv, 30% oxygen, 400vt, peep 5, resp rate 18. I have ran vent at the above settings in gas lab no issue could be found or recreated.